Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice. The first event was due to the customer's heart having stopped twice. The customer was taken to the hospital, where a heart monitor was inserted into her. She was advised that the event was due to an insulin reaction. She then stated that around that same time, she was hospitalized again for diabetic ketoacidosis, high blood glucose levels and convulsions. The blood glucose reading was over 800 mg/dl. She declined troubleshooting for high blood glucose, but noted that she had had bent infusion set cannulas in the past. She was treated in the hospital for 1 week, then released. The customer also reported that the insulin pump alarmed low reservoir past the first warning. She observed the alarm first at 20 units, then at 10 units. Troubleshooting deemed that the insulin pump worked as designed and passed the displacement test. Nothing further reported.